Manufacturer narrative:
Abbott support reviewed (B)(4) logs and several error codes for the sample pipettor. The recommended troubleshooting for the customer was to inspect and flush the sample probe and calibrate the sample pipettor. Follow-up with the customer confirmed no further issues. Review of logs determined the sample probe was not replaced, nor was the sample pipettor calibrated. The sample probe was identified as the likely cause. A review of instrument service history did not identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the sample probe. A review of tracking and trending did not reveal any trends for the architect c4000. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no system issue or deficiency of the sample probe or architect c4000 processing module, serial (B)(4) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed electrolyte results for 2 samples generated on the architect c4000. The following example data was provided (potassium reference range = 3.5 to 5.1 mmol/l, sodium reference range = 136 to 145 mmol/l): initial results: potassium = 2 mmol/l, repeat = 3.7 mmol/l, sodium = <100 mmol/l, repeat = 137 mmol/l. No impact to patient management was reported.